Event description:
It was reported that during a da vinci-assisted colposuspension surgical procedure, site had issues with e-100 generator not firing any energy when used. Therefore, the customer seated the vessel sealer instrument into erbe to continue completion of case. The procedure was completed as planned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis; however, no issue could be found. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation a cut/seal about 100 times. Unit worked fine without any issue.